Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the touch screen intermittently failed to operate. The device's system board was replaced to address the issue.